Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint-handling database was performed and identified no other incidents reported for entrapment of device or device component or difficulty removing the device. Potential causes for entrapment of the device resulting in difficulties removing the device were considered, including manufacturing and user technique. Entrapment of the device, resulting in difficulties removing the device, can be influenced by manufacturing anomalies, such as clip actuation or steering issues. Factors related to user technique/procedural conditions which can influence entrapment of the device, resulting in difficulties removing the device, can include, but are not limited to, difficulties with visualization or the user retracting the clip too quickly. The information suggests that the user technique/procedural conditions contributed to the reported event, as the device manipulations of the sgc likely resulted in the clip becoming caught in the traverse sinus space. The patient effects of worsening mr and failure to deliver mitraclip to the intended site are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that the clip became stuck with the anatomy and was deployed in an unintended area which is considered a serious injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The transseptal puncture was performed without issue. The steerable guiding catheter (sgc) was advanced to the left atrium. The clip delivery system (cds) was then advanced, but the guide could no longer be seen. The sgc was torqued anterior, but still could not be seen. A small perforation was then observed in an un-specified area. The cds was attempted to be retracted, but it was seen that the clip was stuck in the traverse sinus space, and could not be removed. The clip was deployed in that area, and the cds was removed. The mr remained at 4 with no clips implanted on the mitral valve. Pericardiocentesis was performed and the patient was converted to surgery. The atrial wall was repaired first and then valve replacement surgery was performed. The physician believes that the perforation was caused by the transseptal puncture, but that the sgc enlarged the rupture. There were no issues with steering or functionality of the mitraclip system. The patient was confirmed to be in stable condition post-surgery. No additional information was provided.